Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2015 (12:28): ck=127 u/l, normal upper limit 250; on (B)(6) 2015 (12:28): ck-mb=7.1 ng/ml, normal upper limit 6.3. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x15mm xience alpine stent delivery system (sds) advanced to the mid right coronary artery (rca) lesion and the stent was successfully implanted. Post advancement, a proximal rca dissection was noted and treated with a planned 3.0x28mm xience alpine stent. The dissection resolved without sequela. On (B)(6) 2015, elevated creatinine kinase-myocardial band (ck-mb), less than 2 times the normal upper limit was reported. The patient was discharged home that same day. There was no additional information provided.